Manufacturer narrative:
The device was returned to olympus for annual inspection. There was no allegation of a complaint associated with the device. However, upon inspecting and testing, olympus became aware that the video scope was displaying a purple image. The device evaluation found that purple-colored image was displayed due to the defectiveness of the charged coupled device (ccd) unit. It was also found that the fiber bonding in the outer tube area (distal end) was damaged and the laser light cable (llk) plug of the video cable section was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The root cause of the defective ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. Nacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and updated jigs. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The device was returned to olympus for annual inspection. There was no allegation of a complaint associated with the device. However, upon inspecting and testing, olympus became aware that the video scope was displaying a purple image. There was no allegation of patient injury.